Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg was reaching end of life. The patient was experiencing ineffective therapy. The patient lost their charger and was no longer able to charger the device, therefore making the device inoperable. Surgical intervention took place where the ipg was explanted and replace to address the issue. Effective stimulation was restored.